Manufacturer narrative:
Age of device: 4 years, 7 months, 29 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that percutaneous lead connected end bend relief was torn and a clamshell repair was scheduled and was performed on (B)(6) 2018. Patient was asymptomatic at the time of event. No further issues were reported. No further information was provided.

Manufacturer narrative:
Investigation summary: the report of a tear in the driveline metal connector bend relief, requiring a clamshell repair was confirmed through an onsite evaluation performed by an abbott representative. A clamshell repair was successfully performed on (B)(6) 2018 under work order (B)(4). The work order noted that the connector-end bend relief was torn. The patient was asymptomatic and there were no further issues following the repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. The separation of the driveline's silicone sleeve was previously investigated and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #20099. The relevant sections of the device history records for (B)(4) (documents 165687, 163385, and 162688) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.